Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: office visit: pain 6 out of 10, swelling, pain with activity, instability, limps; pain with bending, swelling causes instability; physical therapy for bilateral knees and brace has not helped; left knee exam, large effusion, hyperextending 5 degrees with flexion to 120, anterior pain, well fixed and well aligned; instability medial aspect at 30 degrees; op notes: labs negative for infection, bone scan negative for loosening, 1+ instability noted in med flexion, rom -2 hyperextension to 110, large effusion aspirated, healthy synovial fluid, patella, tibial, femoral components well fixed not removed, 14 mm cps poly chosen with loss of 4 degree extension but excellent stability in all rom. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no radiolucency, no evidence of loosening, no hardware failure or malfunction, small to moderate joint effusion, overall fit and alignment is appropriate, normal bone quality, no contributing factors. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Associated products : item#: 42500006001; femur cemented posterior stabilized (ps) narrow left size 6 lot#: 63690665; item#: 42532006701; tibia cemented 5 degree stemmed left size d lot#: 63727290; item#: 42540000029; all poly patella cemented 29 mm diameter lot#: 63785212. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left tka 3.5 years ago. Subsequently, the patient was revised on 1.5 months ago due to instability, pain, difficulties with activities of daily living, and a large effusion; onset of symptoms was 6mo prior to revision with no documented cause. Patellar, tibial, and femoral components well fixed and not removed.